Manufacturer narrative:
This device is not distributed, marketed, or sold in the u.s.; however, it is similar to (B)(4) edwards perimount rsr pericardial bioprosthesis, which is marketed in the u.s. Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. No further actions are possible with the available information.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a (B)(4) registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted at implant. Per the surgeon's response: "peri-operative toe detected paravalvular regurgitation after we came off bypass. I, therefore, cross-clamped again and re-opened the aorta. There was a problem with the annulus and I had to remove the first prosthesis, debride and re-size. There was no structural problem with the prosthetic valve." The device was replaced with another edwards bioprosthetic valve. No other details reported.